Event description:
The event occurred in the hospital's intensive care unit where the patient was an inpatient. The patient was intubated for mechanical ventilation using a 7.0 rusch endotracheal tube. The patient had to be extubated and reintubated using another endotracheal tube due to the cuff leaking. No other report information was found to describe the procedure. The patient received another endotracheal tube size 7.5 that the patient tolerated well. The cuff that leaked was described as "rusch 7.0 oral nasal o.d. 9.3 f29."